Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with scratch marks on the lens and lcd pixels leaking. Event history log review was performed and no found evidence of reported problem. Visual inspection and user mode testing were performed. The customer's reported ""batteries fall out"" problem was not duplicated. According to the investigation, there was no evidence in the log that the pump lost power while operating in the log. The batteries appeared tight in the battery compartment and it takes a significant impact to have them fall out, and only when the battery compartment cover is off. Further investigation found the reported ""beeps frequently"" problem was not duplicated. However, there was evidence in the log that showed frequent high-pressure alarms while the pump was in use. " according to the investigation, evidence in the pump event log showed that there is an issue with the downstream occlusion sensor. The dso sensor will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "occasionally beeps". Reported loose fitting batteries and batteries fall out. No reported adverse effects.